Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 486 mg/dl at the time of the incident. The customer was at 324 mg/dl at the time of admission, and 176 mg/dl at the time of the call. The customer used the pump and an insulin pen to treat. The customer was wearing the insulin pump during the incident. The caller reported the pump was freezing for a while but they got no error messages. Troubleshooting was not completed as the caller declined. The pump had physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. No frozen screens were noted.